Event description:
It was reported that during a ptca treatment procedure the maverick2 monirail balloon ruptured at 5 atms on the second inflation. (The initial inflation was to 8 atms). The lesion being treated was a calcified and 75% stenotic lesion in a tortuous distal circumflex coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".